Event description:
The account alleged the head up had intermittent functions. No pt impact.

Manufacturer narrative:
The tech found the head up valve o-ring was too large. The tech replaced the head up valve to resolve the issue.